Event description:
Customer reported that an antibody screen performed on a pre-op patient sample was negative. Patient presented (B)(6) 2011, right before surgery and antibody screen is positive (1+) with a different lot of product. Anti-kell was identified. Qc was performed and was found to be acceptable. Qc performed each day of use. No transfusions occurred at this facility. Account is not sure if transfusions were received at another facility.

Manufacturer narrative:
Ocd performed a batch record review. Satisfactory results were observed. There were no similar complaints against this lot of product. (B)(4).